Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficulty deploying the clip and poor image resolution could not be determined. The reported single leaflet device attachment (slda) appears to be related to procedural circumstances. The reported hospitalization and unexpected medical intervention were the result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A first clip, a triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xt (50203r1020) was then inserted and deployed on the tricuspid valve. To further reduce tr, a third clip, a triclip xtw was inserted without issues. However, during deployment, friction when removing the release pin was encountered, and when the release pin was able to be removed, the entire system moved. Fluoroscopy revealed that the clip had changed position. As the lock line had been pulled, deployment steps were followed through with, and the clip was deployed on the tricuspid valve. An echocardiogram was performed and revealed that the clip had detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the clip, a fourth clip was inserted. However, due to imaging difficulties, the clip was unable to be implanted. Therefore, the fourth clip was removed from the patient. It was noted that there were no visible tears on the septal leaflet. No additional clips were implanted, and the tr was reduced to a grade of 3. There was no clinically significant delay in the procedure. On (B)(6) 2025, a second triclip procedure was performed to treat tr with a grade of 3. No clips were implanted, and tr remained at a grade of 3.

Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A first clip, a triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xt (50203r1020) was then inserted and deployed on the tricuspid valve. To further reduce tr, a third clip, a triclip xtw was inserted without issues. However, during deployment, friction when removing the release pin was encountered, and when the release pin was able to be removed, the entire system moved. Fluoroscopy revealed that the clip had changed position. As the lock line had been pulled, deployment steps were followed through with, and the clip was deployed on the tricuspid valve. An echocardiogram was performed and revealed that the clip had detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the clip, a fourth clip was inserted. However, due to imaging difficulties, the clip was unable to be implanted. Therefore, the fourth clip was removed from the patient. It was noted that there were no visible tears on the septal leaflet. No additional clips were implanted, and the tr was reduced to a grade of 3. There was no clinically significant delay in the procedure. On (B)(6) 2025, a second triclip procedure was performed to treat tr with a grade of 3. No clips were implanted, and tr remained at a grade of 3.